Event description:
It was reported to boston scientific corporation that a sensor urological guidewire was used during a ureteroscopy procedure in 2009. Per the complainant, while the physician was pulling the guidewire out of the pt, the coating on the guidewire started to come off. The physician managed to remove approx 80% of the coating. The pt was stented, as part of the initial procedure, and the remaining pieces were left to flush out naturally.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval since it was disposed; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, and similar complaint trending review for the product showed no other complaints against this lot number. DHR review showed no anomalies related to the complaint.